Manufacturer narrative:
(B)(4) = damaged latch post, lockout premature, clip jammed. The analysis results of the er320 device found that it was received with the jaws in the closed position. A conforming clip was noted jammed between the jaws and the top shroud. This condition prevented the device from proper feeding of the clips and making the device non functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, (B)(4) clips were found on clip track and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. No conclusion could be reached as to what may have caused this condition. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the clip applicator fired then got jammed while inside the patient. The device did not get stuck on patient tissue it just locked up and did not fire a clip. Procedure was completed with same like device.